Event description:
It was reported when the patient was given the sixth stage chemotherapy of paclitaxel plastisomes for injection according to the doctor's instructions today, when 100ml of sodium chloride injection + omeprazole sodium for injection was instilled at 09:18, the patient felt that there was a damp feeling at the PICC catheterization, and immediately observed that there was about 0.5ml of transparent exudate at the PICC catheterization of the patient, and there was no stinging, redness, swelling and ulceration in the surrounding skin, and the fluid was clamped immediately. Report to the head nurse, do a good job of protective measures, sterile gauze adsorption exudate, give PICC flushing many times, observe and find that the liquid leaks from 0.5cm from the eye of the needle, and the scale at the eye of the needle is 39cm, consider the catheter is damaged, the liquid leaks from here, inform the patient of the risk and treatment opinions, the patient agrees, give PICC dressing change, withdraw to 34cm to trim the catheter, leak 5cm. Inform dr. Wang yu that it is recommended to take an x-ray to observe the position of the catheter tip, and take a chest x-ray according to the doctor's instructions, and the results of the chest x-ray show that the PICC catheter can be seen on the chest, and its end is flat at the right upper edge of the 4th thorax vertebra. It has deviated from its normal position. It is recommended that the doctor extubate, and the patient has been fully informed of the risk of continuing to be catheterized, and the patient's opinion is sought: extubation after the end of this chemotherapy. Continue to give intravenous infusion of chemotherapy drugs, closely observe whether there is exudate, and pay attention to whether the patient is unwell.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.